Manufacturer narrative:
Unit received with blank display due to problem isolated on the motherboard. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they insulin pump had blank display. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that insulin pump screen goes blank and it come back and then it goes blank again and it comes back on, he stated he changed the battery and it will have 3 bars and then 4 bars and he remove the battery and put it back in and it will work. The insulin pump will be returned for analysis.